Manufacturer narrative:
Concomitant medical product: 7121q lead, implanted: (B)(6) 2014 dtma1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) was explanted. Due to the patient condition, the right atrial (ra) lead was cut and capped. The left ventricular (lv) lead remains in use and is attached to a single chamber implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.